Event description:
It was reported that during a fistulogram, a balloon burst occurred. The target lesion was located in the arm. A 10.0 x40, 75cm gladiator. Balloon catheter was used to dilate the lesion. At unknown number of inflations the balloon burst longitudinally at 18 atmospheres. The balloon was removed still intact from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received inside the product pouch and shelf box. A visual examination of the balloon material identified a longitudinal tear in the balloon. The tear was stretched from the proximal transition zone to the distal transition zone. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. A product labeling review identified that the device was not used per the directions for use (dfu)/ product label. The complaint states that the balloon had been inflated to 18 atmospheres. However, the product's dfu and product label indicates that the rated burst pressure for this particular size balloon is 14 atmospheres. The most probable root cause was determined to be user related. (B)(4).

Event description:
It was reported that during a fistulogram, a balloon burst occurred. The target lesion was located in the arm. A 10.0 x 40, 75cm gladiator balloon catheter was used to dilate the lesion. At unknown number of inflations the balloon burst longitudinally at 18 atmospheres. The balloon was removed still intact from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.